Manufacturer narrative:
Additional manufacuring narrative: other, other text: the product involved in this event has not been returned to allow for an analysis to be performed.

Event description:
Per maude database: the customer reported the ge cardiac monitor went blank, reset settings, and the trends from a patient were missing. No consequences or impact to patient were reported.